Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the insulin pump was not delivering insulin. The customer¿s blood glucose level was 265 mg/dl at the time of the incident. No symptoms or treatments were noted. It was noted this was the second pump received, and that this one also received a no delivery alarm. Customer was advised to disconnect at the quick release, and perform a fixed prime. During troubleshooting, customer was advised to change the entire infusion set and reset the fixed prime to the appropriate cannula prime. In a second case, the customer said there is still no deliver. Customer was advised it may be caused by air in the tubing. No further information is available. Nothing was returned or shipped.